Event description:
It was reported that the patient was not responding well to left ventricular lead therapy due to the patient's worsening heart failure symptoms. No electrical anomalies were noted with the lead. It was also noted that the right atrial lead was fractured and exhibited noise. On (B)(6) 2016, the leads were explanted and replaced. No further information available.

Manufacturer narrative:
A partial lead with the distal portion measuring 41.0 cm was returned for analysis. External insulation abrasion was noted at 14.7-14.8 cm and 37.1-37.4 cm from the distal tip consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise.